Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced, dizziness, nausea and vomiting. The patient checked his dexcom g7 continuous glucose monitor, which displayed a reading of 51 mg/dl. Due to feeling unwell and suspecting a possible discrepancy, the parient performed a fingerstick blood glucose test, which showed 347 mg/dl. The patient attempted to calibrate the dexcom g7 device twice; however, the application continued to provide inaccurate readings that did not match fingerstick results. Despite these attempts, the patient¿s symptoms persisted, and he continued to feel unwell. The patient then called 911. Upon arrival at his residence, emergency medical technicians (emts) performed a fingerstick blood glucose test, which showed a significantly elevated reading of 500 mg/dl, while the dexcom g7 application was only displaying 107 mg/dl at that time. Due to the severe discrepancy between readings and the patient¿s condition, the emts transported him to calvert health medical center in maryland. At the hospital, the patient was administered intravenous insulin and diagnosed with dka. The patient's insulin pump had not been functioning since the previous day, which was noted as a contributing factor. The attending physician informed the patient that they would monitor his condition, and the patient was admitted for 24-hour observation. At the time of the report the patient was still in the hospital. Data was evaluated and the allegation was confirmed. The probable cause was confirmed via data. The reported glucose values fall within the d zone of the parkes error grid. It was reported to fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.